Event description:
It was reported that the physician was attempting to remove the catheter due to infection and was unable to remove the lumen from the vessel. It appeared that the catheter tip was stuck 2cm in the svc and innominate vien. The physician was able to remove the lumen in the radiology dept without any pt injury or blood loss.